Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation under the therapy electrodes. It was reported that the patient's skin was raw and the top layers of skin rubbed off. There was no alleged device malfunction contributing to the irritation. The patient followed up with a medical professional who recommended that she keep the area clean and apply lotion to the irritation. Outcome of the irritation is unknown.